Manufacturer narrative:
The reported event was addressed with phone support. The customer retrieved the fragments from the patient in the same procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the tip of the suction irrigator instrument broke and fell inside the patient. The customer retrieved the fragments, and the procedure was completed robotically.